Manufacturer narrative:
As reported, blood stains were noted on the 3dmax mesh inner tyvek pouch. The subject device is not available for evaluation. However, photos were provided. Review of the photo shows sealed inner tyvek pouches partially sticking out of the outer product carton. There is a red substance present on the pouches as alleged. Based on the appearance it is possible that the substance in question is blood. However, without the physical sample to evaluate, no definitive conclusions can be made. Photo review does not assist in determining root cause. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic inguinal hernia procedure on (B)(6) 2025 when the or nurse opened the 3dmax mesh carton, the inner packaging was found to have "blood stains" on it. Reportedly, the outer case was completely sealed, the package was not opened outside the operating room, and there was no mishandling during transport or hospitalization. The procedure was completed using another 3dmax mesh and there was no patient injury.